Manufacturer narrative:
Additional information received on june 01, 2022 indicated that the patient underwent bilateral replacements with cat#: 3502800 saline implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 03, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3502800, sn#: (B)(6), r/ cat#: 3502800, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old hispanic female who underwent an unspecified breast augmentation with a mentor smooth round moderate plus profile, 750cc saline breast implant experienced right sided deflation and left-sided anisomastia postoperatively. The patient reported that the right side is deflated since possibly the first week and noticed by day one it was much smaller than the left and was soft - they were too soft later in the week, lost much volume like half-way. Now it¿s completely gone. The left side looks like an 's¿, and deformed, cleavage is like an 's' as well, and left side looks like an egg. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the left.